Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and strips were requested for investigation. The customer's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.4 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). At 1:06 pm, the meter result was 4.7 inr. At 1:09 pm, the meter result was 2.8 inr. At 2:44 pm, the meter result was 4.7 inr. Each test was from a new fingerstick. The customer did not know if the blood was applied to the strip within 15 seconds of the fingerstick. The customer has a therapeutic range of 2.0-3.0 inr.